Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that about 10 years ago, during an examination, when the deep brain stimulation was turned off and then back on, there was a sudden surge of stimulation that patient said felt like being struck by lightning. This caused the individual to lose their voice and feel as though they were about to die. Even now, they occasionally experience palpitations and believe that the effects of that incident may still remain. As the event occurred a long time ago, the actions/interventions taken to resolve the issue are unknown.

Event description:
Additional information was received from the rep. There was a period when the patient's stimulation was not implemented, and it seems that patient felt it strongly when they turned it on for the first time in a long time. Patient has not reported any recurrence.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.